Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing on lvad support. The replaced portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient and spouse were woken up from sleep due to audible and visual red heart alarms. The patient's spouse reported seeing multiple lights and messages on the system controller and thought that a self-test was accidentally activated. The system controller alarmed again with low speed and low flow messages. Review of the history screen at the clinic showed pump off, driveline disconnect and low speed alarms. The patient and spouse were confident that the driveline was not disconnected. Another unspecified alarm sounded when the patient got up to go to the restroom. The events occurred while the pump was connected to the power module patient cable. The patient changed to batteries and changed out the patient cable and has not had any alarms since. The patient was asymptomatic. The manufacturer's technical services representatives reviewed a provided system controller log file, which had captured 11 pump stoppages with low speed advisories that occurred while the vad was connected to the power module. X-ray images of the driveline showed some darkening of the shielding that surrounds the conductors near the connector end bend relief. On (B)(6) 2015, technical services performed a driveline evaluation. The continuity test did not indicate any broken wires. The distal end of the driveline was replaced with no issues. The patient was discharged on (B)(6) 2015. The patient reported being on a grounded patient cable as well as batteries on (B)(6). On (B)(6) 2015 at 5:53pm, when changing from battery power to the power module with a grounded patient cable, the system controller alarmed wit power disconnect. The patient was returned to battery power. The patient was asymptomatic and remained on battery power at that time. An ungrounded patient cable was used when the patient presented to the clinic. Technical services reviewed the log file and confirmed the new onset of driveline disconnects, low speed and pump stoppages. An internal compromise to the percutaneous lead is suspected. The patient was provided with an ungrounded power module patient cable for use at home. No additional information was provided.

Manufacturer narrative:
Device evaluation: the report of red heart alarms was confirmed through an analysis of the log files that were provided by the account. Approximately 4 inches of the distal end of the driveline was returned for evaluation. The metal braided shield of the driveline demonstrated normal wear for its duration of use. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Visual examination of the driveline revealed abrasions at the nipple housing of the metal connector, but no insulation breaches were observed. The driveline was submerged in a saline solution for hi-pot testing to verify the integrity of each wire''s insulation. This test did not reveal any areas of current leakage. A full examination of heartmate ii lvad, serial number (B)(4), could not be conducted because the patient remains ongoing on vad support with an ungrounded patient cable. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.